Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the individual¿s caretaker contacted support stating that insulin had been leaking from the device and that this had occurred again recently. Multiple tubing changes and cartridge replacements were performed in response to the issue. It was reported that all leaking cartridges were from the same box, identified by number bw1005, and no additional identifying numbers were found on the packaging. The individual¿s blood glucose levels had been elevated, which was attributed to the insulin leakage. It was communicated that the box of cartridges could be contributing to the issue, and a replacement box of cartridges was arranged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.